Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that both screws at s1 were broken. The patient reports associated pain. The surgeon has planned a revision to replace the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of both mas bone screws confirm breakage at approximately the 6th and 3rd threads from the bone screw head, with no pre-existing witness marks or other material damage identified adjacent to the fracture surfaces which could contribute to crack propagation. Optical examination of all four fracture surfaces reveals significant damage. An undamaged portion of one fracture surface provides some evidence of overload, but is too small to determine root cause. Due to the extent of the fracture surface damage, no additional detail can be determined from the fracture surface. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. Inconclusive; the implants were returned in a condition unsuitable for evaluation.